Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient initially underwent a primary t11 ilium posterior fusion with pangea and a four level l2-3 l3-4 and l5-s1 with plivioa on (B)(6) 2011. On (B)(6) 2013, revision surgery took place for a non-union and broken posterior rods at l5-s1. The construct was revised at that time to include an alif at l5/s1 and iliac screws. In (B)(6) 2013, the patient presented with a broken rod on the left side between l5 and the iliac screw. She was brought back to surgery on (B)(6) 2013 to replace both rods with hard rods along with shorter bracing rods. This complaint includes 3 concomitant unknown screws. No further information is available at this time. See related complaint (B)(4). This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment.

Manufacturer narrative:
The MDR determination was reviewed and this complaint went from serious injury to not reportable: does not meet the definition of an MDR reportable event: rationale: not likely to result in patient harm or the need for additional medical or surgical intervention. There is no allegation of a complaint against this device. It was removed secondary to failure of another device used in a construct. Retracting initial med watch.